Manufacturer narrative:
H6- work order search: all lenses manufactured under the same lot were investigated and there was no additional similar complaint type events found within the associated lot. Claim # (B)(4).

Manufacturer narrative:
Age: unk. Weight - race: unk. Date of event: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The patient reporter that a 11.0mm, ich110v3, +20.0 diopter, implantable collamer lens (icl) was implanted into her left eye (os) on (B)(6) 2000. The patient reported "massive cataracts in my left eye". Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.